Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital experiencing chest pain. A CT image was obtained confirming the lead had perforated the rv. A revision procedure was performed wherein the lead was repositioned and the patient stabilized. No additional adverse patient effects were reported. This lead remains in service.